Manufacturer narrative:
Despite multiple attempts, the product was not returned to manufacturer for analysis. Without the device, the reported issue could not be confirmed and possible causes of the failure could not be determined. Historical data review of similar complaints revealed that the most likely cause is either damage to the sensor receptacle or damage to the modular connector clip. Other causes, such as corrosion and moisture damage, are also a possibility. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states: "if the alarm and/or sensor pad do not function properly, remove the alarm and sensor pad from service and replace them with a properly functioning alarm and/or sensor pad. Do not use the alarm or sensor pad if it does not activate each time weight is removed from the sensor pad." At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, nor corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assess, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provided adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4). Product returned at this time.

Event description:
Reporter provided limited information. Sensor pad did not trigger alarm. The date the issue was discovered is unknown and no patient injury was reported.